Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 225 mg/dl then customer was treated with insulin pump and food then the blood glucose went to the 400 mg/dl. The customer did not provide details regarding symptoms and treatment of high blood glucose. The insulin pump will not be return for analysis.